Event description:
It was reported that the patient management database application displayed implantable cardiac monitor (icm) data as asystole when the data actually indicated pauses when importing the data from a flash drive. The issue was escalated for investigation. The application remains in use. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.